Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted due to customer not charging the pump. Customer later charged the pump to 100% battery life; however, the pump rapidly depleted to 25%. There was no impact to the customer's blood glucose (bg) level. It was indicated that current pump would continue to be used for diabetes management.